Event description:
Customer reported that pump issued an altitude alarm. There was no indication of any adverse impact to the customer's blood glucose level. Technical support instructed the customer to address a blockage in the pump's speaker holes, clean them, and attempt to reconnect the insulin cartridge, but initially, insulin delivery did not resume. The customer was able to load a new cartridge; however, the alarm persisted. After allowing time for moisture to evaporate, insulin delivery was successfully resumed, and the pump returned to normal operation. Technical support provided preventative tips and planned to replace the cartridge.